Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patients were not populating. The technical support specialist checked the sync information on the server. The last upload was in real time; however, the last full download was on (B)(6) 2026. The health sight viewer was checked, and no notices were found related to patients not crossing or the device not communicating. The database was backed up, and a full sync was performed without dropping the database. The customer confirmed that the system was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new linden machine was not populating patient records. The customer verified that the station was on profile mode as of yesterday; however, the issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.